Event description:
During a breast biopsy while trying to deploy the tissue marker, the physician felt resistance and when removing the tissue marker from the probe she noticed that the plastic tip of the applicator was broken off. She removed the probe and cleaned it out. She was unable to locate the plastic tip.